Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target vessel was the right coronary artery (rca) which was moderately calcified and 99% stenosed. Prior to the procedure various medications were prescribed including nitroglycerin, integrilin, versed, contrast medium, and benadryl. An angiojet catheter was inserted and two runs were performed. The vessel was predilated with 3.5 x 30mm maverick balloon. The physician successfully deployed a taxus express2 3.5 x 32mm drug eluting stent into the proximal rca. The physician then placed a taxus express2 3.5 x 16mm stent into the mid rca. The stent was deployed at 9.0 atms for 32 seconds. When the balloon was deflated the physician was unable to remove it from the stent. Medications given during the procedure included reopro, angiomax, fentanyl, nitroglycerin and plavix. The balloon was reinflated to 12.5 atms for 30 seconds then deflated. It was still not able to be removed. The balloon was again inflated to 14.7 atms for 33 seconds and deflated. The physician was able to remove the balloon with force. The procedure continued with placement of another taxus express2 3.5 x 16mm stent implanted in the ostial rca. It was reported there were no pt complications.